Event description:
The handswitch was returned to stryker instruments for service. During functional testing by a service technician, it was found that the run/safe etchings are not legible, presenting a potential for the device to inadvertently be activated. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported.